Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hernia repair, the x-ray gauze shreds when using instruments to manipulate them. The procedure was completed by removing shreds from the wound. There was no patient injury.